Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint states: ¿early solidification. This case is from health authority. It was reported by the distributor that early solidification of the product happened after the ingredients of the product were mixed during the surgery of right total knee arthroplasty on october 18, 2020, which made it impossible to be used. Changed another one to complete the surgery. There was no patient consequence reported. No additional information can be provided.¿. The retained samples were tested in a temperature and humidity-controlled laboratory (see attachment ¿(B)(4) retest results. Pdf¿). Mean dough time: 0 min 45sec. Mean setting time: 10 min 45 sec. Mix characteristics: firm. Handling characteristics:soft . The reported failure was not repeated in the testing of the retained samples for this lot number. The cement mixed and behaved as expected for the product type and met appropriate specifications. The complaint description cannot be confirmed from the results of this testing. Root cause cannot be determined from the results of this testing. Dva-107020-fde rev 10 was reviewed, and this failure mode is included. In each case, the risk is considered ¿as low as possible¿ and cannot be further mitigated. See attachment pc-000814142 extract from dva-107020-fde.pdf¿. The mixing and use of bone cement can be significantly affected by exposure to high or low temperatures up to 24 hours before use. The optimum temperature for bone cement is 23 degrees celsius as per the IFU. Conclusion and further action: a root cause cannot be determined as the complaint problem has not been possible to replicate with the testing of the retained samples. However, the conditioning and storage of the product, or the operating theatre temperature could have potentially aided the unusual behaviour mentioned. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: device history reviewed: 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. All qc release specifications met. 2080 units released. Lot expiry date: 31 december 2021.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. No 510k as device is not marketed in the united states under this product code, but the same/similar product is marketed in the us under a different product code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
There was a surgical delay of 10 minutes.

Manufacturer narrative:
(B)(4). Details for gentamicin component of combination product: dmf# - 13704 trade name ¿ gentamicin sulphate active ingredient(s) ¿ gentamicin sulphate dosage form - powder strength ¿ 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Early solidification. This case is from health authority. It was reported by the distributor that early solidification of the product happened after the ingredients of the product were mixed during the surgery of right total knee arthroplasty on (B)(6) 2020, which made it impossible to be used. Changed another one to complete the surgery. There was no patient consequence reported. No additional information can be provided.